Event description:
New information reported that the lead was capped.

Event description:
During a follow-up, an increase in capture threshold and low sensing were observed. The physician decided to wait for ICD replacement and will make a decision then on what to do with the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.